Event description:
It was reported that during an unknown procedure, the device would not staple and was blocked. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: did the device cut? Yes if yes, was the cut line complete? Yes on which firing(s) did this event occur (1st, 2nd, 12th, etc.)? No at the first fire what color cartridge was being used? Blue were any of the forces higher or lower than expected (closing or opening)? It would seem the blue cartridge stayed blocked in the clamp.